Event description:
It was reported that the foot switch on the flushing pump had air leakage. The issue was observed during reprocessing after an unspecified procedure. The procedure was completed with the same device, with no delay reported. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Foot switch had air leakage. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the foot switch on the flushing pump had air leakage. The issue was observed during reprocessing after an unspecified procedure. The procedure was completed with the same device, with no delay reported. There were no reports of patient harm.